Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service engineer (fse) went on-site to evaluate the suspect device. The fse reported the unit is displaying intermittent transducer fault alarms. The fse performed calibrations, but the issue was not resolved. The fse ordered replacement parts to be sent to complete evaluation/repair. Defective parts will be sent to the failure analysis lab for further evaluation. At this time, carefusion failure analysis laboratory has not received any suspect components for evaluation. A follow-up report will be included once the investigation is complete.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported no patient involvement is associated with the event.